Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
"It was reported that on (B)(6) 2012, the patient underwent a procedure in which infuse was used. On (B)(6) 2013, the patient presented with pre-op diagnoses of post laminectomy syndrome, lumbar region, lumbosacral spondylosis without myelopathy, lumbar radiculopathy, foraminal stenosis, hardware complication. The patient underwent the following procedures: right l5-s1 posterior lateral arthrodesis with actifuse bone graft substitute and local autograft bone. Left l5-s1 re-entry laminectomies, foraminotomy, removal of epidural bone graft for decompression of l5 nerve root. Removal of l5-s1 pedicle screw instrumentation. Exploration of lumbar fusion. Findings: left l5 pedicle screw violating left l4-5 facet, right l5 screw abutting against right l4 inferior facet. Epidural scar and bone graft compromising left l5 lateral recess and foramen. Apparent solid fusion from anterior graft but lateral grafts did not appear solid. Indications: the patient had undergone bilateral arthrodesis with tlif using infuse and pedicle screws and cage. The patient came to the doctor complaining of severe pain, he was found to have bone in the canal from use of infuse, pedicle screws violating l4-5 facets, and questionable failed fusion."

Event description:
"It was reported that on (B)(6) 2012, the patient underwent a procedure in which infuse was used. On (B)(6) 2013, the patient presented with pre-op diagnoses of post laminectomy syndrome, lumbar region, lumbosacral spondylosis without myelopathy, lumbar radiculopathy, foraminal stenosis, hardware complication. The patient underwent the following procedures: right l5-s1 posterior lateral arthrodesis with actifuse bone graft substitute and local autograft bone. Left l5-s1 re-entry laminectomies, foraminotomy, removal of epidural bone graft for decompression of l5 nerve root. Removal of l5-s1 pedicle screw instrumentation. Exploration of lumbar fusion. Findings: left l5 pedicle screw violating left l4-5 facet, right l5 screw abutting against right l4 inferior facet. Epidural scar and bone graft compromising left l5 lateral recess and foramen. Apparent solid fusion from anterior graft but lateral grafts did not appear solid. Indications: the patient had undergone bilateral arthrodesis with tlif using infuse and pedicle screws and cage. The patient came to the doctor complaining of severe pain, he was found to have bone in the canal from use of infuse, pedicle screws violating l4-5 facets, and questionable failed fusion."